Event description:
Zoll ripple lumen cooling catheter placed in the patient. Cooling line malfunctioned and approximately 2 liters of saline was emptied into the patient that was not supposed to go in.